Event description:
The customer alleged the ventilator's alarm did not function. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the alarm assembly. The unit passed extended self testing. It was verified that the alarm did not function. According to the svc history. The alarm assembly was replaced 9 months ago for a similar event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.